Event description:
Received replacement CPAP device due to recall. Replacement was a refurbished device. The condition I received device in was unsanitary. Machine was filthy and had not been sanitized or cleaned before shipping. FDA safety report ID# (B)(4).